Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette leaked from an unspecified location. The event was further described as ¿leak was coming from inside the cassette door¿. This was observed during use of the device for peritoneal dialysis (pd) therapy; the patient was connected. The patient properly tightened the connections before starting therapy and no damage was observed on the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.